Event description:
It was reported that an episode of atrial channel oversensing of r or t wave was observed for this pacemaker, resulting in atrial tachy response (atr) episodes. Technical services (ts) discussed with the health care professional (hcp) to show the cardiologist the atr episodes. The hcp stated there were no patient symptoms experienced. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.